Manufacturer narrative:
Updated adverse event; adverse event outcomes and type of reportable event. Mvi reference number: (B)(4) follow up 2 (correction).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that during a coiling treatment of an arteriovenous fistula, upon positioning the coil within the target lesion, the prematurely detached within the vessel. No intervention was taken to remove the coil. No patient harm or injury was reported.

Manufacturer narrative:
Based on the investigation findings the customer complaint is confirmed. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).